Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that the pump¿s battery life was shorter than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (b)(40 2014 with the following findings: there were low battery warnings observed in the black box history. There was evidence of excessive battery usage also observed in the black box history. The pump powered on with the returned battery cap. The battery cap was unable to fully tighten and the threads were observed to be damaged. A power loss was not observed. Unrelated to the original complaint, there was a crack in the battery compartment with moisture observed inside. Current draws were within specifications. A leak test confirmed a battery compartment crack. There was no evidence of additional moisture or loose components inside the pump when the case was removed. Unrelated to the original complaint, the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.